Manufacturer narrative:
Operating instructions specifically instruct users to connect to ac power if device does not turn on with battery power. The device used in the reported incident uses operating system software version -030, which is affected by a tendency for the device to lock up if it is turned on within 0.6 and 1.7 seconds of disconnecting ac power. The customer was notified by certified mail on 12/15/2006 of this issue on how to prevent a lock-up and what to do if a lock-up occurs. A field corrective action, FDA addresses this issue by updating the device's operating system software. Physio-control performed the field action to the device by installing the software update. The field corrective action for affected devices was initiated on 04/25/2007 with an estimated completion date of 08/31/2007.

Event description:
The hospital code blue team responded to a patient in recovery in cardiac arrest. A team member unplugged the crash cart with the device from ac power, pressed the on button, and moved it to the patient's bedside. According to the reporter, when the team was ready to use the device to defibrillate the patient, it was not powered up and would not respond to pressing the on button. Shortly after, a member of the code team re-connected the device to ac which then powered up and operated properly. The patient was resuscitated.